Manufacturer narrative:
Final device analysis of the lead revealed no anomalies.

Event description:
It was reported that the paddle lead that was implanted for the trial did not provide any stimulation feeling to the patient. The physician placed a new lead and the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was noted that there was a duplicate report. MFR 3007566237-2013-02169 contains the duplicate information. All ongoing event information will be reported under 3007566237-2013-02130.

Manufacturer narrative:
Concomitant medical products: product ID 39565, serial# unknown. Product type: lead. (B)(4).